Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and an issue of air flow back into the side port occurred. It was reported that there were lots of bubbles around the valve. The physician did perform maneuvers to eliminate bubbles and they tried to purge without success. They used another device to complete the procedure. There was no patient consequence. No medical intervention was required for the patient due to bubbles around valve. Air was not being introduced into the patient. The patient has not exhibited any neurological symptoms since the procedure was completed.

Manufacturer narrative:
On (B)(6)-2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and an issue of air flow back into the side port occurred. It was reported that there were lots of bubbles around the valve. The physician did perform maneuvers to eliminate bubbles and they tried to purge without success. They used another device to complete the procedure. There was no patient consequence. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Bwi conducted a visual inspection and functional test of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed. Then, the distal end of the sheath was closed off with an adapter, the proximal end was connected to the pressure gage and a syringe was connected to the gage. After that, negative pressure was applied there were no air leaks or bubbles. The test was repeated with positive pressure and no air leak or bubbles were detected. A device history record was performed and no internal actions related to the reported complaint were identified. The event described could not be confirmed as the device performed without any issues. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of biosense webster¿s quality process all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).